Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. No samples were received for investigation of (B)(4), in which the customer has stated: ¿connecting the connector after leaving an intravenous needle in place during infusion of fluids to a patient revealed that the fluid did not go through the connector ¿. The product in use at the time is reported to be a 2000e china from lot 22046173. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22046173 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ needle-free connector was occluded during the infusion. The following information was provided by the initial reporter, translated from chinese: "connecting the connector after leaving an intravenous needle in place during infusion of fluids to a patient revealed that the fluid did not go through the connector and did not cause damage to the patient."